Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 604 mg/dl with moderate ketones. Cause was not known. A correction injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.